Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient implanted with an implantable neurostimulator (ins) for complex reg pain syndrome type I and spinal pain. It was reported that the patient's 'system was not holding a charge therefore the ins will not stay charged.' It was unclear if the hcp was referring to the ins or the external equipment. No patient complications were reported.